Event description:
Additional information received reported on 2015-03-12, the patient was brought in to have the pump set on minimum rate. It was further reported the patient was set up for a pump replacement surgery on (B)(6) 2015. The patient was not receiving effective therapy at this point as the patient was programmed to minimum rate until the pump could be replaced. Patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that at a refill appointment on (B)(6) 2015 a confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The pump logs show a motor stall occurred message on (B)(6) 2015. There was no magnetic resonance imaging (MRI) or electromagnetic interference (emi). The patient went through withdrawal in the last few days with symptoms of sweating and nausea. A volume discrepancy was noted. The expected residual volume was 4.2 ml, the actual residual volume was 7ml. The pump was delivering fentanyl, bupivacaine and dilaudid. The cause of the event, intervention and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).